Event description:
It was reported that the insulin gauge was intermittently inaccurate. Customer loaded a new cartridge or reloaded the current cartridge to resolve the issues. There was no reported adverse impact to the customer's blood glucose level.